Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the lead exhibited capture anomalies. The lead was not used and replaced. The patient experienced no adverse consequences.